Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400mg/dl. The customer administered manual injections to address the bg level but stated that the injections were not lowering her bg levels as much as they normally would. System check with tandem technical support (cts) indicated pump was performing as intended. Cts informed the customer that based off the troubleshooting and the customer's bg levels not decreased by the manual injections the customer may have an issue with their body's absorption of insulin. During a follow-up, it was reported that the customer received multiple occlusion alarms even when the customer was not connected to the pump. The customer reported that manual injections would be used for insulin therapy.